Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, fragments from the wrist area of the fenestrated bipolar forceps (fbf) instrument dislodged and fell inside the patient. The surgeon was grasping tissue with the instrument's jaws when the event occurred. The fragments were retrieved and placed in a small sample tube during the same surgical procedure. No additional procedure was required to remove the fragments. No radiological tests were performed. The surgeon explained that a fragment would not have been able to be located with an x-ray. The procedure was completed using a backup fbf instrument. The patient has not returned to the hospital with any post-surgical complications. There was no patient injury and no procedural delays.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation. A review an image provided by the customer shows that there appears to be a dislodged idler pulley from the distal end.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have the idler pulley broken. The pieces were found to be broken off and returned with the instrument. As result of the broken idler pulley, the grip cable was found to have a frayed grip cable at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.